Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4). Free flow operating unit customer information: it was observed that even if the pump was turned off, the drug was still infusing. Clamp of the equipment allowed free flow which caused hypertension in the patient. The patient's drug was disconnected and the pump was replaced.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device infusomat space 8713050 with serial no. (B)(6) was investigated according the technical safety check (tsc). During the visual investigation no damages could be found on the housing parts. The safety clamp with integrated the free flow clamp worked according the specification. A flow measurement was performed. No flow deviation could be detected. According the investigation result the complaint could not be confirmed.